Manufacturer narrative:
Updated fields: h6(type of investigation, investigation findings, investigation conclusion). It was reported that while on the patient the cs300 intra-aortic balloon pump (iabp) going into standby mode. Getinge field service engineer (fse) found no error logs to download. Unable to duplicate failure. Complete cs300 pm to factory specifications. Device passed all functional and safety tests according to factory specifications. Device was returned to customer and cleared for clinical use. There was patient involvement but no harm reported.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) unit is going into standby mode. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.